Event description:
Alleged false positive sars result. No confirmatory testing completed. Consumer reported that they touched the test strip.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error; source: phone.